Manufacturer narrative:
Associated with rr#: 2029214-2022-00835. Which was reported for the marathon catheter used in the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a marathon catheter ruptured with onyx. Physician used a marathon to access a small vessel off the vert for an arteriovenous malformation (avm) embolization. As he started to embolize he noticed onyx was filling into the vert at the origin of the vessel. He removed the entire system and stopped the procedure after noticing onyx was in the vert. After he removed the marathon he noticed it was compromised at the proximal to the distal tip of the marathon. The rupture was in the middle. There was no other damage to the catheter. The devices were prepared according to the instructions for use (IFU). The patient was undergoing avm embolization. Vessel tortuosity was severe. The access vessel was approximately 1.5mm. Patient was taken to surgery the following day to remove the avm which was the plan prior to the avm embolization. Additional information received reported it was though there was slightly more resistance than usual when injecting the onyx in the marathon catheter. The injection was continuous until the physician observed onyx in the parent vertebral artery. The injection rate was followed per the IFU.